Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit touch panel is unresponsive. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. When placed into service mode, the touch panel would not select anything. The fse resolved the issue by rebooting the software. The unit passed all calibration, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.